Event description:
It was reported that the patient underwent a surgical procedure to replace an artificial urinary sphincter (aus) device that was previously explanted due to erosion at the cuff site. A new aus was implanted. There were no additional patient complications.